Event description:
It was reported that a malfunction alarm occurred. The customer declined backup insulin therapy follow-up with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 93 mg/dl.